Manufacturer narrative:
Unit received with intermittent buttons due to corroded keypad traces.no button error alarm noted. Unit received with scratched lcd window,cracked reservoir tube, cracked reservoir tube lip, and dog chew marks around casing. Program a 2 unit basal rate for 24 hours. Monitored unit for 3 days. Basal were delivered and properly recorded in daily totals. Basal remained in history properly. No basal anomaly was noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 153 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.